Event description:
It was reported that this left ventricular (lv) lead was explanted due to a dislodgment. It was successfully replaced with a new lead. No additional adverse patient effects were reported.